Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads dislodged due to suspected twiddlers syndrome. The ra lead was repositioned and remains in use. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.